Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The patient changed the batteries in coaguchek xs meter serial number (B)(4). The screen was only partially able to be read. A segment test was run on the meter and some segments were missing or weak/faded. The patient stated that result values displayed on the meter may be misinterpreted. For example, the patient stated that a value of 2.8 inr saved in the meter memory may be misinterpreted as 2.0 inr on the display since the middle segment is very weak/faded. The patient did not suffer any injury, harm, death, or deterioration of health. The patient's state of health is ok. No adverse events were alleged. The patient's product was requested for investigation.

Manufacturer narrative:
The meter was returned for investigation. A display check of the meter was performed and the circuit board was tested for damage or contamination. The printed circuit board was contaminated by liquid which penetrated and corroded the solder contacts. This would be caused by improper handling or maintenance of the device. A risk of reading incorrect values from the display could be excluded since no meaningful number is shown in the display. A "0" instead of an "8" could never be represented, since several segments are always affected and no meaningful digits are displayed.